Event description:
The autopulse platform (sn (B)(4)) was used to resuscitate a cardiac arrest patient. The customer reported that the lifeband tightened around the patient's chest and the lifeband untightened by itself. Immediately the crew reverted to manual CPR. No consequences or impact to the patient. After the patient call, the customer tested the lifeband and the autopulse platform with a mannequin, and the reported issue during the patient call was not reproduced. The autopulse platform and the lifeband functioned as intended. The customer would like to know if the problem could be due to user error and whether this device is safe to be returned to clinical use.

Manufacturer narrative:
The autopulse platform (sn (B)(4)) involved in the reported complaint will not be returned to zoll for evaluation. Because the customer tested the autopulse platform with the lifeband used during the event using a test mannequin and the reported issue of "lifeband tightened around the patient's chest, and the lifeband untightened by itself" was not reproduced. The autopulse platform functioned as intended. Zoll service personnel informed the customer that the observed issue is typically caused by misalignment of the patient or if the patient is rolled slightly to one side of the autopulse platform. The device is safe to be returned to clinical use and informed the customer to monitor and ensure the autopulse platform is performing as intended."